Event description:
Mother had trouble breathing and fever. She was taken by ambulance to the hospital and tested positive for streptococcus caused by mouth-type bacteria. Diagnosed with pneumonia and low oxygen. Doctors opened a pick-line for antibiotics due to weakened veins. She was in the hospital for 8 days and transfer to a nursing facility where she is continuing antibiotic treatment for 4 to 6 weeks longer. Outcome still unknown.